Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure the needle pulled off the suture. It is unknown how the case was completed. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.